Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03051 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the peg tube would not go through the incision site. The patient was overweight. Per the boston scientific rep, this may have played a roll in the difficulty placing the peg tube. The procedure was not completed due to this event and it is unknown if the procedure has been rescheduled. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Customer reported that in 2009 she received a reading on her freestyle lite blood glucose meter of 496 mg/dl, which was higher than she felt. It was further reported customer experienced a headache, constant vomiting and polyuria. Customer self-administered an unknown amount of insulin and subsequently experienced a loss of consciousness. Paramedics were called, gave customer glucose by an unknown route of administration and transported customer to a local healthcare facility where she was given an intravenous infusion of unknown type and insulin. Customer was unable to state if she received a diagnosis. Customer also self-treated by drinking a soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (b)(46) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete. An attempt was made to contact customer to gather additional information regarding this event, but the customer's phone has been disconnected.